Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. After the steerable guide catheter (sgc) was inserted into the patient anatomy. While removing the dilator, air was observed at the valve of the guide. Aspiration was performed and the dilator was removed completely. Additional aspiration was performed, and no air was noted. The procedure was continued. One clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.